Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Without returned product or data logs at the time of the event, the cause of the optical signal issue could not be determined. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported an intermittent placement signal coinciding with a placement signal not reliable alarm during impella support. Patient support was able to continue with the implanted pump despite the intermittent issue. There was no patient harm.